Event description:
The implantable pulse generator system was returned with no information. A database search by serial number has revealed the patient to be deceased. The death of the patient occurred less than one year from the date of implant. No further information has been made available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis revealed no anomalies found. (B)(4) the proximal segment was returned, analyzed, and analysis results revealed no anomalies found.